Event description:
The manufacturer received information in relation to a dreamstation auto CPAP device. The patient has alleged asthma (new or worsening) and cancer. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed there was no visible foam particles present in the air path. The device was repaired. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.